Event description:
As reported, after an unknown guidewire passed through the lesion, a 6mm x 60mm smart vascular self-expanding stent (ses) delivery system was opened and found that the stent was partially exposed outside of the delivery system. The device was not delivered into the patient and a new 6mm x 60mm smart ses was used to continue the procedure. There were no reported injuries to the patient. This was during a procedure to treat atherosclerotic occlusive disease of the lower limbs. The device was stored and prepped per the instructions for use (IFU). There was no damage to the device packaging and no difficulties removing the deice from its packaging. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, after an unknown guidewire passed through the lesion, a 6mm x 60mm smart vascular self-expanding stent (ses) delivery system was opened and found that the stent was partially exposed outside of the delivery system. The device was not delivered into the patient and a new 6mm x 60mm smart ses was used to continue the procedure. There were no reported injuries to the patient. This was during a procedure to treat atherosclerotic occlusive disease of the lower limbs. The device was stored and prepped per the instructions for use (IFU). There was no damage to the device packaging and no difficulties removing the device from its packaging. The device was returned for analysis. A non-sterile ¿pkg assy 6x060 smart vas120cm¿ was received coiled inside of a clear plastic bag. The part was unpacked to perform the evaluation. The unit was thoroughly inspected, revealing a kinked condition approximately 119 cm from the distal tip. The stent was properly mounted in the manufacturing position, with the tuning dial secured by the locking pin. No other notable details were observed. The usable length of the stent delivery system was measured and verified, with dimensional analysis results within specification. Functional analysis was conducted to assess the unit¿s functionality. The locking pin was removed, and the tuning dial was rotated clockwise with the thumb, as indicated by the arrow. The dial was rotated until the distal section of the stent was fully deployed. Then, the deployment lever was pulled back to unsheathe the remainder of the stent. The stent was fully deployed and properly expanded, with no anomalies observed during the process. The reported ¿stent delivery system (sds) deployment difficulty-premature/during prep¿ was not confirmed as the device was returned with the stent in the manufacturing position with the locking pin in place. A kink was noted approximately 119cm from the distal tip. Functional and dimensional analyses were successfully performed, and the usable length was found to be within specifications. No other anomalies were detected on the device. Consequently, the exact causes of the reported events remain undetermined. Based on the available information, it is challenging to draw a clinical conclusion linking the device to the reported events, as no anomalies were identified during the analyses conducted on the complaint device. According to the instructions for use, which is not intended to mitigate risk, ¿once the stent is partially deployed, it cannot be recaptured using the stent delivery system. Preparation of stent delivery system: a. Open the box to reveal the pouch containing the stent and delivery system. B. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See ¿warnings¿ section. C. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. D. Flush the flushing valve of the stent delivery system with heparinized saline using a 3-cc syringe to expel air. Continue to flush until heparinized saline weeps from the distal catheter end. E. Flush the guidewire lumen of the stent delivery system with heparinized saline using a 20-cc syringe to expel air. Continue to flush until heparinized saline flows out of the wire lumen at the distal catheter tip. F. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Introduction of stent delivery system: a. Ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. B. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. 4. Slack removal: a. Advance the stent delivery system past the lesion site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. C. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.